Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Occasional, irregular deflections can be seen on hmsc. Pacing impedance has decreased slightly in the last year. Sensing has decreased in the last year. Full lead evaluation in person recommended to see if noise is observed/can be recreated. No adverse events reported. Should additional information become available, it will be added to this file.